Event description:
It was reported that the user experienced prolonged hyperglycemia while using the ilet and attempted a false meal announcement to use a meal bolus as a correction, which did not reduce blood glucose, and the user proceeded to change all supplies; education and troubleshooting were provided regarding appropriate use of meal announcements and not using meals as correction, with no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included the need for user counseling and device use guidance. Investigation included review of user-reported history, device use practices, and troubleshooting steps. Investigation of this case revealed improper use of meal announcements for correction as the likely contributor, with no evidence of device alarms or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique related to therapy use and meal announcement behavior.